Event description:
Reporter indicated that the site's handheld computer was freezing during interrogation. The device was returned for analysis. Product analysis was performed on the handheld computer and software. Analysis confirmed the reported event on the software. There were no other observed anomalies or conditions with the handheld computer or software.